Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Customer has not requested evaluation of the involved iabp. We are seeking information from the customer in relation to the status of the iabp, and will submit a supplemental report if same becomes available. The first name of the initial reporter, has been abbreviated due to character limit; the full name should read (B)(6).

Event description:
Customer reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) console shuts off. Customer was able to reboot the iabp without a problem, and the company representative encouraged the customer to swap the iabp for a different one and have the iabp sent to their biomed. There was no patient injury or adverse event reported.

Manufacturer narrative:
We have been advised that this customer performs their own service on the iabp consoles, and that their biomed dept. Looked at the pump and put it back into service. No further information has been made available.

Event description:
Customer reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) console shuts off. Customer was able to reboot the iabp without a problem, and the company representative encouraged the customer to swap the iabp for a different one and have the iabp sent to their biomed. There was no patient injury or adverse event reported.